Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Data analysis has been requested. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as it decreased 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: a1.patient identifier a2.date of birth a3.sex corrected field: h6.device codes: battery problem

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as it decreased 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information was received and the device was explanted and replaced.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as it decreased 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: b5. Describe event or problem: device is a pacemaker.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as it decreased 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information was received, and the device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as it decreased 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: h6.device codes: battery problem.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as it decreased 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.